Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported b30 scope communication error and communication cable was disconnected during an inspection for use involving an olympus video system center. There was no patient involvement.